Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 to 550 mg/dl. Customer stated that the insulin pump need to re calibrate every hour. Customer stated that they went over calibration requirements and not able to complete troubleshooting as the building was being evacuated for an emergency. The insulin pump will not be returned for analysis.